Event description:
Product analysis summary: the pulse generator met electrical test specifications. External visual inspection of the generator revealed no anomalies.

Event description:
Further follow-up revealed that the patient has been seizure free. The patient is very please with vns therapy.

Event description:
Reporter indicated that vns pt was hospitalized due to an increase in seizure activity above pre-vns baseline frequency and that emergency room physicians could not communicate with their device. It was reported that the pt weight 90 pounds before vns implant, but that they had gained 60 pounds since implant. The pt denied any injury or trauma that may have damaged the ncp system. The pt underwent generator replacement surgery.